Event description:
It was reported that the system would not produce images, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.